Event description:
It was reported by the rep the device was used during a bowel resection. It was reported the tvr55 reload was put into a tlc55 and the device was placed on a section of the omentum. The firing knob was engaged and it only moved approx two inches. Source took the device apart and re- assembled it and it fired again. The device would not fire completely. The device does not work. There was no consequence to the pt.